Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc) during the initial drain, while the hp was not connected. The hp initiated the therapy prior to being connected to the hc. The hp cycled the power and connected to the hc. The technical service representative (tsr) explained the meaning of the alarm to the hp. The tsr advised that hp that all new supplies were needed before connecting to the hc. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). This report is for system error 2240, where the home patient (hp) initiated the therapy prior to being connected to the homechoice. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If any relevant information is obtained, a supplemental report will be submitted.